Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that ¿the device showed defibrillation disabled and incorrect test¿ there was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
This report was investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator device indicating that the defibrillation was disabled, which produced incorrect test. Related patient involvement information is unknown although multiple requests have been sent out for such information.

Manufacturer narrative:
Multiple good faith efforts were made to obtain additional information associated with this complaint evaluation, but there is no additional information available. The device disposition remains unknown as there were no response in attempts to obtain information. Based on the information available, we were unable to determine the reported problem. The reported problem was not confirmed.